Event description:
Report rec'd from (B)(6) stating that the device had a damaged connector port. The date of event is unknown. The device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).